Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory microscopic visual inspection noted that there was damage noted as well as medical adhesive found around the right atrial terminal. Once the medical adhesive was removed it showed that the feedthrough wire was broken. Additional testing confirmed normal impedances. It is determined that the impedance issues were likely due to the damage found on the feedthrough wires.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Additional information obtained from a field representative indicated that the source of the out of range measurement was not conclusively determined. The patient did not show up for the scheduled follow up visit and the clinic's attempts to contact the patient were unsuccessful. This system remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that the system continued to exhibit high out-of-range shock impedance measurements that were detected via the patient's remote home monitoring system. Boston scientific technical services (ts) suspected a proximal coil anomaly and provided programming options. It was further reported that the patient refused to have anything done at this time. The patient has been scheduled to be seen in three months and will continue to be monitored remotely in the meantime. This system remains in service. No adverse patient effects were reported.

Event description:
Subsequent information received indicated that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead continued to exhibit high out of range shock impedance measurements. Additional information obtained from a field representative indicated that the patient has been scheduled and has yet to be seen for an in-clinic evaluation. Thus, the field representative was unable to provide any further information at this time. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that continued out-of-range (oor) shock impedances were seen, so the lead was attempted to be explanted. At the explant, the lead was damaged in three places, and the physician chose to explant the device and right ventricular (rv) lead. During the explant procedure, the device header was damaged, as well as all the leads. The rv lead was explanted but the right atrial (ra) lead and left ventricular (lv) lead was damaged, repaired and left in place. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4).